Manufacturer narrative:
Further information was requested for investigation. A supplemental report will submitted if additional information becomes available this report was submitted april 26, 2017. (B)(.6).

Event description:
It was reported that the customer wanted to tilt the table of luminos drf max system from 0 to 90 degrees. The table was at the lower position. After the movement was initiated by the operator, the table started tilting; however, the table remained in the lower position and did not rise. The table frame hit the floor at about 28 degree angle which resulted in cutting it from the footswitch control. There are no injuries related to this event. It was reported that the table was making strange noises. The reported event occurred in (B)(6).